Event description:
On (B)(6) 2011, the pt underwent repair of an infrarenal aortic aneurysm. A gore dryseal sheath ((B)(6)) was advanced in the right common femoral artery, reportedly with some difficulty due to tortuosity. It was reported that the valve of the sheath was leaking and not holding pressure. More heparinized saline was introduced into the valve, which stopped the bleeding. Periodic inflation of the valve was performed to maintain pressure. A gore excluder aaa endoprosthesis featuring c3 and a contralateral leg component were implanted. Upon retracting the (B)(6) on the right side, the external iliac artery was noted to have ruptured. An iliac extender component and a viabahn device were implanted, repairing the rupture. Another gore dryseal sheath ((B)(6)) was advanced in the left common femoral artery and two contralateral leg components were implanted. On the final aortogram a proximal type I endoleak was noted. An aortic extender component was placed over the wire in the right common femoral artery through the gore dryseal sheath ((B)(6)) and was initially advanced without fluoroscopic visualization. It appeared that the device was forcibly advanced after meeting resistance. The pt became hypotensive and the physician attempted to remove the aortic extender component with great difficulty. It was reported that during withdrawal, the device broke off the proximal end of the catheter and prematurely deployed leaving it in the right limb of the endograft. A retrograde angiogram revealed that the left iliac artery was ruptured. The pt was converted to open repair where the gore excluder aaa endoprosthesis featuring c3 and all three contralateral leg components were explanted. An aorto-bifemoral bypass utilizing a bifurcated aortic graft was performed. The pt was stable after the completion of the operation; however, subsequently had compartment syndrome of the left lower extremity. On (B)(6) 2011 the pt underwent four compartment four compartment fasciotomies. Limb ischemia persisted and on (B)(6) 2011, the pt underwent amputation of the left leg.

Manufacturer narrative:
Add'l devices: rmt311415/9320590, pxc121400/8857952, pxc141400/9513241, pxc121000/8546583.